Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e4 - initial report sent to FDA.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event occurred on an unspecified date involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm stated that a leaking b port when connected to 011-cl3020. Chemotherapy was administered. There was no patient involvement and no reported harm / adverse event.